Manufacturer narrative:
Additional information: b3: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were used. Hyphema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4)

Event description:
The following was reported through a review of the abstract titled, "comparison of postoperative outcomes in fellow eyes of istent® and istent inject w with cataract surgery". Reportedly, following cataract plus trabecular microbypass procedures in two (2) study groups (stent and stent system), a significant hyphema was observed in some cases in the trabecular microbypass stent system group. Any omitted information was not available at the time of report. Please reference the attached abstract for further details.